Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The reported battery not charging could not be confirmed; the battery was able to charge and provide power to the controller. Log file analysis revealed that the battery discharged as expected when in use. Analysis of data log files revealed premature power switching due to momentary disconnections. The reported event could not be confirmed, however the power switching was likely perceived by the patient as the reported battery " not working properly". A possible root cause of the power switching can be attributed to momentary disconnections between the controller and battery. An internal investigation was initiated to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not "working properly" and was returned. The battery tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.